Manufacturer narrative:
It was reported that a female patient underwent an ablation procedure paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade. The biosense webster inc. (Bwi) product analysis lab (pal) was received on (B)(6)2019 . Upon initial inspection, no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent an ablation procedure paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade. The investigational analysis completed 1/15/2020. The device was visually inspected and it was found in good conditions. The magnetic, temperature, and force features were tested. No issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade. Initially, caller reported that prior to the procedure, computed tomography was performed and during transseptal puncture, tamponade was diagnosed via an echocardiogram. Clarification was then received indicating tamponade was discovered towards the end of the procedure, after ablations were performed with the stsf catheter. Pericardiocentesis was performed by the physician to remove 1200 units of blood. Following pericardiocentesis, patient was reported as stable and was transferred to the intensive care unit for observation. Extended hospitalization was required to monitor health and to ensure the effusion stopped. Caller stressed there was no biosense webster inc. (Bwi) products used, except for the soundstar® eco diagnostic ultrasound catheter to visualize the transseptal. The physician believes that the event may have been caused during the transseptal puncture, performed with a with a brk st. Jude medical needle. No error messages observed on biosense webster equipment during the procedure. There was no evidence of steam pop. Irrigated catheter settings were set at normal approved flow settings. Force visualization parameters were set to: graph, dashboard, and visitag. Visitag module stability parameters were set to 2 mm, 4 seconds, 50% 5g, 4 ohms- 2mm tags. No additional filter was used, and force time interval color settings were used.